Event description:
Attempted porta cath insertion. Porta cath sheath noted to have defect at proximal end caused slight sucking of air, sheath withdrawn immediately, pt stable, no dysrhythmias, no anoxia or hypoxia, vss, moves all extremities